Event description:
It was reported difficulties were encountered during initial advancement of the biopsy needle into the patient. The skin site was cut to facilitate advancement of the biopsy needle. Following removal of the initial core sample, the tip of the needle was noted to be bent. Another device was used to successfully complete the procedure without patient complications. The patient's condition is good. The device has been destroyed by the user facility. Therefore, no failure analysis is available. Without evaluating the device, co is unable to determine the exact cause for this event. Co's directions for use state: "befofe use: remove protective sheath and visually check stylet cannula tip for any sign of damage. If any damage is evident, do not use or attempt to repair... Warning: test firing the needle without stabilization may damage the cannula tip... Do not leave the needle cocked with the springs under tension until ready to use."